Event description:
The reporter contacted animas on (B)(6) 2013 and stated that the pump had no power after swimming. The reporter noted moisture in the cartridge compartment. The reporter stated the pump would power on momentarily and shut off. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the pump history indicated no power issues. Multiple call service alarms were noted in the pump alarm history. No damage or moisture contamination was found to the battery compartment or battery cap. The battery cap secured tightly to the pump; the battery cap met required specification. The pump successfully powered on and was exercised for 24 hours with no power issues or alarms noted. No terminal contact issues were noted. The pump cover removed and a crack was noted on the pump case near the clip insert and moisture was found on the pcb.